Event description:
It was reported that an occlusion alarm was triggered three times. The event occurred during patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for analysis of complaint that occlusion alarm was triggered 3 times. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed high-pressure alarm. The occlusion pressure detection level was within the standard. Possible defective downstream sensor or cassette product. Preventively, downstream sensor re-calibration was performed. Performed all function test, all passed.